Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. After a re-evaluation of the complaint, it was determined that no injury to the patient has been confirmed, therefore, this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery the surgeon states that the post wedge would not screw tight enough on the femur. The surgeon had to cement wedge into place. No delay to procedure, no injury to patient. S&n backup was available but not used.